Event description:
Per the report received from south africa, this 3300tf x 25 mm valve was explanted from the aortic position after an implant duration of four (4) years and two (2) months due to heavy calcification, which led into severe aortic stenosis (peak/mean pressure gradient: 106.77 mmhg/78.38 mmhg). The patient was 58-year-old at time of implant. The patient presented with dyspnea on exertion before the reintervention. A 25 mm bioprosthetic valve was implanted in replacement, and the patient was noted as to be doing well.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as the device request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.